Manufacturer narrative:
It is unknown which iliac extender component (pxl161007/14788487, pll161007/16314019) was involved in this event. Udis of the lots: pxl161007/14788487 - (B)(4); pll161007/16314019 -(B)(4). (B)(4). Patient medications - aspirin, atorvastatin, carevedilol, losartan, vitamin d. The gore® excluder® aaa endoprosthesis instructions for use states that ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.¿ ¿irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites.¿ additionally, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. It was reported that post implant imaging showed a suspected distal type I endoleak on one of the iliac extender components (unknown which device). It was reported no further treatment was performed for the endoleak as the physician would continue to monitor the patient. On (B)(6) 2017, follow up imaging confirmed the presence of a distal type I endoleak with no evidence of aneurysm enlargement. It was reported the endoleak was caused by a channel created between excessive calcification in the common iliac artery and the wall of the iliac artery. On (B)(6) 2017, an additional procedure was performed to treat the endoleak whereby two additional devices were implanted for distal extension into the external iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Corrected implant date in event description information. Corrected date of initial imaging taken during implant procedure.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses.

Manufacturer narrative:
Corrected manufacturing evaluation results code. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.